Event description:
Fastening heart beat, difficulty breathng, pain of injected knee, convulsive symptoms, allergics reaction, knee effusion. Inforamtion was received on 10-may-2006 from a product manager, who received the information from a health care professional in regards to a pt initials unk. The pt entered the hosp in 2006, after which on an unk date the pt successfully received the second synvisc injection. After returning home the pt experienced fasterning heart beat, difficulty breathin, and pain of injected knee, convulsive symptoms, allergic reaction, and knee effusion. These adverse events occurred one hour after the second injection. The pt was hosp. The same day with an initial diagnosis of allergic reaction to synvisc. The pt was treated with steroids, I fluids and general anti-shock therapy. The treating physician aspirated 30 ml of cloudy fluid from the affected knee. The pt was discharged on an unk date with improving sysmptoms. No causality assessment was provided. At the time of this rpeort the outcome was unk.